Event description:
Review of an article revealed that a vns patient's seizures increased in frequency and severity and was considered a poor responder to vns therapy.

Manufacturer narrative:
Abubakr, abuhuziefa, et al. "Long-term outcome of vagus nerve stimulation therapy in patients with refractory epilepsy." Science direct.